Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed displacement test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had stopped to rewind, slower and louder to rewind. No harm requiring medical intervention was reported. The customer stated that insulin pump was lost setting during battery change and battery life decreased. The device will not be returned for analysis.